Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that it is confirmed that the device was functioning and depleting normally, and no problem was detected. The infection with sepsis allegation was not confirmed through the product investigation. This supplemental is being filed to capture the product investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.